Manufacturer narrative:
Corrected data: b5 - a healthcare professional - should be corrected to a a facility representative. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Cause of the event was not reported.

Manufacturer narrative:
Claim# (B)(4).